Event description:
The customer reported erroneous troponin I (access accutni), creatine kinase-mb (ck-mb), and myoglobin results for one patient, involving the access 2 immunoassay system. The customer stated the erroneous troponin I result was released out of the laboratory and questioned by the physician. As a result, the patient was admitted to the hospital. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. The patient's sample was collected in a serum tube with gel and centrifuged at 3,000 rpm (rotations per minute) for eight minutes, at room temperature. The customer confirmed the sample was clotted when examined after the results were questioned. Patient samples are stored at room temperature. All of the system parameters including quality control, calibrations and system checks were performing within assay and instrument specifications at the time of the event. No instrument issues were noted. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. In conclusion, the likely cause of the event is attributed to pre-analytical sample issues. The patient's sample was clotted upon visual inspection.